Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6)2019, around 3:00am, the patient stated that the cgm was displaying a ¿no data¿ error and his wife noticed the patient was unresponsive and rushed to feed him food and glucose tablets. It was indicated that after treatment, the patient¿s blood glucose (bg) increased to 40 mg/dl (it is unknown if this was from the cgm or the bg meter). Medical attention was not needed and at the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The probable cause for ???/ hour glass/no readings/sensor error was determined to be sensor noise. No additional patient or event information is available.